Manufacturer narrative:
Event date: used (B)(6) 2022 as event date since the correct date was not provided.

Event description:
It was reported that stent damage occurred. A 4.00 x 32mm synergy ii drug-eluting stent was selected for use. However, it was noted that the stent looks squashed and bent. There were no patient complications reported.